Event description:
It was reported by service report that the right foot side rail was broken with exposed wires and would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed bare wires from siderail cable harness.